Event description:
It was reported that the physician determined that the patient's arm movement was inhibited by the venous access path through the deltoid muscle. Right ventricular (rv) lead, right atrial (ra) lead, and implantable pulse generator (ipg) were revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.